Manufacturer narrative:
Additional information was received that the failure was caused by an unidentified accessory and the failure was fixed by the customer.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak of greater than 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.